Manufacturer narrative:
The customer stated that the doctor was working on a very dense cataract and that they believed this was the cause of the problem. The customer did not request a service check of the legacy system and no products will be returned for evaluation. A preventive maintenance (pm) had recently been performed on the legeacy system, prior to the event . Pm test results showed that the system met specifications. This report mailed in to FDA:4/07/2007

Event description:
The surgeon reported that the phaco was causing the lens to move more than usual. Subsequently, a posterior capsule tear occurred, and an anterior vitrectomy was performed. Later information from the hcp indicated that the surgeon was working on a very dense cataract, and that they believed this was the cause of the event.